Event description:
During a balloon occluded retrograde transvenous obliteration procedure for an arteriovenous shunt of the inferior vena cava this microcatheter was used multiple times for angiography and coiling. This microcatheter was advanced in a guide catheter and resistance was felt and it became stuck. This microcatheter was manipulated several times and was able to be retrieved. The physician stated that the coating came off the shaft. No patient consequences were reported.

Event description:
During a balloon occluded retrograde transvenous obliteration procedure for an arteriovenous shunt of the inferior vena cava this microcatheter was used multiple times for angiography and coiling. This microcatheter was advanced in a guide catheter and resistance was felt and it became stuck. This microcatheter was manipulated several times and was able to be retrieved. The physician stated that the coating came off the shaft. No patient consequences were reported.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection and microscopic analysis of the returned device revealed that the outer shaft layer (clear in color) was peeling/delaminated on several places between 38.0cm from its proximal to 132.0cm from the proximal. No anomalies were observed with the coating and the catheter was conforming to its required dimensional specifications. Information available indicated that the subject device was used repeatedly, intermittent flush was used, and the inner diameter of the guide catheter used was 1.03 mm. The directions for use (dfu) warns: "exchange microcatheters frequently during lengthy procedures that require extensive guidewire manipulation or multiple guidewire exchanges." "Caution: to achieve optimal performance, it is recommended that continuous flow of appropriate flush solution be maintained between a) the renegade fiber braided microcatheter and guide catheter, and b) the renegade fiber braided microcatheter and any intraluminal device. Continuous flushing aids in preventing contrast crystal formation and/or thrombosis on the intraluminal device and inside the guide catheter and microcatheter lumens." And "to reduce the probability of coating damage in tortuous vasculature, use a guide catheter with a minimum internal diameter that is = 1.1 mm (0.042 in) and is recommended for use with hydrophilically coated microcatheters." Based on the information available and investigation results, it is likely that the reported and observed issues were related to the insufficient flush and undersized guide catheter used. Therefore, a root cause of dfu instruction not followed has been assigned to this investigation.